Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was found that the cable's insulation was cut and that it was out of specification on its uplink functional test. It was determined that its printed circuit board needed to be replaced to resolve. The head was to be scrapped and a replacement was sent to the customer. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.